Manufacturer narrative:
The ptc investigation result was received updated on 09-feb-2016: ptc global number is (B)(4). Final assessment: a619941 is not valid. A64626 is valid. Production: 10/2012 expiration: 10/2015. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical events are not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Follow-up information received on 22-feb-2016 from the physician: essure was removed on 27-mar-2014. Company causality comment: this spontaneous and non-medically confirmed case report (received via regulatory authority) refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and from the beginning, she presented very bad abnormal pelvic pains. She went to the physician and discovered that a foreign object was left in her (interpreted as essure itself), after the tubes were tied. So she had to get another surgery to have it removed. This event is serious due to medical importance (life threatening was mentioned as outcome but not described neither specified) and listed in the reference safety information for essure. Considering close temporal relationship and the fact that pelvic pain may occur during essure use, causality with suspect insert cannot be excluded. Since an intervention was required for device removal, this case is regarded as incident. Other non-serious events were informed. Based on available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow up information received on 05-jan-2016: essure consumer general questionnaire received. Consumer was (B)(6), no previous gynecological problems or procedures, no relevant medical history or concurrent conditions. On (B)(6) 2013 she had essure inserted, lot number left a64626, right a619941, 6 weeks post partum. As back up contraception she received depo shots. On (B)(6) 2013 she started to experience 14 days or longer menstruation, bad cramps, weight gain and she was extra tired. She saw a doctor concerning these symptoms and was diagnosed with endometriosis. She was treated with birth control pills. She was not hospitalized and events were still going on. Essure was not removed and there were no plans to remove it (discrepant information from initial report). On (B)(6) 2014 hysterosalpingogram was performed. Company causality comment: this spontaneous and non-medically confirmed case report (received via regulatory authority) refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and from the beginning, she presented very bad abnormal pelvic pains. She went to the physician and discovered that a foreign object was left in her (interpreted as essure itself), after the tubes were tied. So she had to get another surgery to have it removed. This event is serious due to medical importance (life threatening was mentioned as outcome but not described neither specified) and listed in the reference safety information for essure. Considering close temporal relationship and the fact that pelvic pain may occur during essure use, causality with suspect insert cannot be excluded. Since an intervention was required for device removal, this case is regarded as incident. Other non-serious events were informed. Based on available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information has been requested.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority in united states on 22-oct-2015 (case mw5056758) which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2013. The consumer received the following concomitant medication: propanolol (propranolol), sumatriptan (sumatriptan), and ibuprofen (ibuprofen [ibuprofen]). In 2013 consumer was to get her tubes tied and the physician explained that she was getting essure. She got the procedure done and from the beginning she was having very bad abnormal pelvic pains. So she went to the physician and discovered that a foreign object was left in her (interpreted as essure itself), after the tubes were tied. So she had to get another surgery to have it removed. She still after that has abnormal menstrual lasting 12 to 14 days. She gained weight and having intercourse with her husband is painful. It is like she has never ending cramps. The reporter mentioned the following event outcome life threatening however she did not provide further details. The product technical complaint investigation results which ptc number is (B)(4) was received on 15-nov-2015. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow up received on (B)(6) 2015: patient information was updated. Internal correction done on (B)(6) 2015 based on information received on (B)(6) 2015 initial receipt date amended to (B)(6) 2015. Company causality comment: this spontaneous and non-medically confirmed case report (received via regulatory authority) refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and from the beginning, she presented very bad abnormal pelvic pains. She went to the physician and discovered that a foreign object was left in her (interpreted as essure itself), after the tubes were tied. So she had to get another surgery to have it removed. This event is serious due to medical importance (life threatening was mentioned as outcome but not described neither specified) and listed in the reference safety information for essure. Considering close temporal relationship and the fact that pelvic pain may occur during essure use, causality with suspect insert cannot be excluded. Since an intervention was required for device removal, this case is regarded as incident. Other non-serious events were informed. Based on available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information has been requested.